Manufacturer narrative:
(B)(4). D10: vivacit-e dm bearing 28x38mm. #item: 110031009, #lot: 64844431. Therapy date: (B)(6) 2025. G2: foreign country japan. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a revision approximately 3 years post implantation due to implant disassembly (between bearing and head). Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report (B)(4). No product was returned for evaluation. However, an image is available for review. The image shows a ceramic head and a bearing. In this case, the reported head in this complaint is shown from one side and displays slight metallic scratches on the surface as well as in the taper area. No further statement regarding the ceramic head can be done. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available picture from the head and bearing, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.